Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after implant, there was an increase in left ventricular (lv) lead threshold and imaging revealed that the lead had dislodged. During the revision procedure, that physician was unable to enter the vessel again and the lead was explanted and replaced with a different lead. No patient complications have been reported as a result of this event.